Event description:
It was reported that the sponge of a minicap was partially dry. The reporter stated that the sponge had a ¿light orange brownish color.¿ there was nothing unusual found during troubleshooting that would cause or contribute to the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not returned but a companion sample was returned and evaluated. A visual inspection was performed with no issues found with the pouch or the minicap. The presence of iodine was found on the minicap. Functional testing was performed by pressure testing the pouches and there were no leaks in the pouch identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.